Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No similar complaint has been reported to us on this batch of access ports released in february 2012. Investigation results: we did not received the complaint sample nor the x-ray pictures for investigation. Conclusion: without the complaint sample or the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new element become available in the future, we will re-open this complaint. Catheter rupture is a known complication of the access port implantation that could have different root causes. This is a rare incident. No corrective action is currently envisaged.

Event description:
During the removal of the port (underskin left pectoral region), the proximal extremity of the conjunction catheter lacered, from about 2cm from its connection to the valve and all the distal segment (about 7cm) goes towards the inside of the succlavia/upper cava vein. Useless the attempts to recovery it. Consequences: additional medical surgery, prolongation of the hospitalized time.